Event description:
Event [preferred term] (related symptoms if any separated by commas) novopen 4 could not adjust the dosage [device issue], blood glucose level was unstable [blood glucose fluctuation]. Case description: this serious spontaneous case from china was reported by a consumer as "novopen 4 could not adjust the dosage(device issue)" with an unspecified onset date, "blood glucose level was unstable (blood glucose fluctuation)" with an unspecified onset date, and concerned a 75 years old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", , novorapid penfill (insulin aspart 100 u/ml) from unknown start date and ongoing for "drug use for unknown indication", patient height,weight and body mass index were not reported allergy: allergic to antipyretic drugs. Current condition: diabetes (diagnosed with diabetes for more than 20 years, specific type unclear), hepatitis b (before developing diabetes), poor immunity. On an unspecified date, novopen 4 could not adjust the dosage.customer stated that medication was not injected into body last night (B)(6) 2025), and the patient blood glucose had increased. Patient blood glucose level (blood glucose) was already unstable, and the measurement times were random and not fixed, highest blood glucose level could reach more than 20-30 mmol/l, while the lowest was around 1 mmol/l. Novopen 4 had already been submitted for aftersales service, and the customer was not using this novopen 4 at that time. Batch numbers: novopen 4: requested novorapid penfill: requested. Action taken to novopen 4 was not reported. Action taken to novorapid penfill was reported as no change. Event abated after use stopped or dose reduced for novorapid doesn't apply event reappeared after reintroduction of novorapid doesn't apply. The outcome for the event "novopen 4 could not adjust the dosage(device issue)" was not reported. The outcome for the event "blood glucose level was unstable (blood glucose fluctuation)" was not yet recovered. Reporter's causality (novopen 4) - novopen 4 could not adjust the dosage(device issue) : unknown blood glucose level was unstable(blood glucose fluctuation) : unknown company's causality (novopen 4) - novopen 4 could not adjust the dosage(device issue) : possible blood glucose level was unstable(blood glucose fluctuation) : possible reporter's causality (novorapid penfill) - novopen 4 could not adjust the dosage(device issue) : unknown blood glucose level was unstable(blood glucose fluctuation) : unknown company's causality (novorapid penfill) - novopen 4 could not adjust the dosage(device issue) : possible blood glucose level was unstable(blood glucose fluctuation) : possible event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Customer refused further follow-up hence no further information available. Preliminary manufacturer comment: 05-nov-2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No conclusions reached on device functionality. Elderly age of the patient (75 years old) and underlying diabetes mellitus are significant confounding factors for the development of blood glucose fluctuations.

Event description:
Case description: investigation results. Suspect: novopen 4, batch: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case have been updated with the following. Malfunction updated as no. Is non-reportable updated as no. Investigation results updated. Final report ticked, expected date of fu report removed in EU/ca tab b, c and d, g (imdrf) codes updated in device addendum tab. Narrative updated accordingly. H3 continued: evaluation summary. Suspect: novopen 4, batch: unknown. No investigation was possible, because neither sample nor batch number was available.